Event description:
Endotracheal tube in place in pt was described by staff as having a cuff that would not remain inflated. It was removed and replaced with another tube without incident or complications.